Event description:
Severe allergic reaction to band-aid and curad non-stick bandages containing "natural rubber latex in packaging materials" resulting in deeply reddened, blistered and weeping skin requiring a dr's attention. Products carry warnings that the "natural rubber latex may cause allergic reactions." And curad's own website lists a question about the use of latex as its first faq on its website.